Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. External visual inspection showed no damage. When the device was powered on it shut down after a few seconds and started to alarm ten times. Internal inspection showed no corrosion or loose components. The instrument board was replaced, and when the unit was powered on the ten beeps alarm was triggered again. A defective u21 instrument board component was identified causing the ten beeps issue. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event.

Event description:
The customer reported the device is switching off. No patient impact or consequences were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Device not returned.

Event description:
The customer reported the device is switching off. No patient impact or consequences were reported.